Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for fen open alignment device was conducted identifying that lot number gm4259602 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on 13 jan 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the open alignment device (p/n: 279726401, lot #: gm4259602) was returned and received at us customer quality (cq). Upon visual inspection, a minute amount of debris was observed inside the device. The debris is small and only visible on the inside of the cannula but was not blocking inside of the device. No other issues were identified with the returned device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. - expedium alignment device assembly open. - viper cortical fix fenestrated screw system. Complaint confirmed? Yes, cement was observed on the returned device. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the open alignment device (p/n: 279726401, lot #: gm4259602). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device incorrectly cleaned as the viper cortical fix fenestrated screw system surgical technique states that the cannula of the device is supposed to be cleaned with the mini-stylet and stylet until the cement is removed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020 during cleaning procedure, the open alignment device could not be cleared of cement. There was no surgical impact or delay reported. There was no patient consequence. This report is for one (1) open alignment device. This is report 1 of 1 for (B)(4).